Manufacturer narrative:
Product analysis: analysis was able to confirm the reported display screen distortion. Analysis also noted the right keyboard hinge was broken, the replacement handles were cracked, the power cord bay latches were broken, the printer was making noise while trying to print, the printer drawer was missing the paper guide, the power cord jacket was separated from the plug, the keyboard was cracked, the lower case feet were missing, and the pc card eject button was loose. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was displaying horizontal and vertical lines and appeared to be frozen. The programmer was returned for service. There was no patient involvement.